Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08490 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. There were no unexpected pump errors/alarms noted 1 week prior to the event date 19-mar-2023 in the formatted history file. Please see below for the customer's daily total of all insulin delivered surrounding the event date 19-mar-2023 listed on smartsolve and the days prior to the event date. On 03/10/2023, daily total of all insulin delivered = 55.375. On 03/11/2023, daily total of all insulin delivered = 57.35. On 03/12/2023, daily total of all insulin delivered = 51.475. On 03/13/2023, daily total of all insulin delivered = 49.95. On 03/14/2023, daily total of all insulin delivered = 52.95. On 03/15/2023, daily total of all insulin delivered = 56.75. On 03/16/2023, daily total of all insulin delivered = 58.1. On 03/17/2023, daily total of all insulin delivered = 56.575. On 03/18/2023, daily total of all insulin delivered = 53. On 03/19/2023 , daily total of all insulin delivered = 23.15. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Event description:
Information received by medtronic indicated that the customer passed away in the hospital on (B)(6) 2022. The customer was hospitalized on (B)(6) 2022 due to high blood glucose. The cause of death was covid and another illness, diabetic ketoacidosis. The caller stated that the customer had dka, covid and another illness, diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was 1000 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The insulin pump had been disconnected on (B)(6) 2022 prior to passing. It was unknown if the insulin pump will be returned for analysis or not. Frn-mmt-332a-rsvr, unomed inf set.